Event description:
Two days after treatment with juvederm (concentration and volume unknown), the patient is experiencing swelling and bruising at the injection site. The symptoms were treated with ice. One week later, the patient called to report that her symptoms had not resolved and an unknown doctor injected her with an unknown anti-inflammatory. Allergan was not permitted to contact the physician. Two weeks after treatment with the anti-inflammatory which the patient now reports as a 10% steroids injection, the patient called to reports itching at the injection site. Additionally, the patient felt the product had moved a little, and there is now a "dip" in the lip. The patient declined to allow allergan to contact the physician. One week later, the patient called and reported a cold sore on the lip and states valtrex was prescribed.

Manufacturer narrative:
(B) (4).